Event description:
Customer's mother reported hospitalization due to high blood glucose. The insulin pump alarmed no delivery several times. Customer stated that infusion set was leaking. Customer was experiencing thirst and ketones. The blood glucose reading at the time of the event was 489 mg/dl. Hospital treated with IV drip and manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.